Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in sweden: "flow rate deviation." According to the customer: "the complaint concerns an investigation of flow deviations with infusion pump b. Braun infusomat space at karolinska huddinge from march to september 2022. See the comprehensive report attached to the case that describes issues with flow deviations involving several infusion pumps with aggregates. So far one case, cc (B)(4) , has been identified as registered in c3 that could be linked to the attached report/investigation. Following pumps have been involved in the recurring problems: (B)(6) ."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.